Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alert while using an infusion set (contact detach) and the issue resolved only after a complete supply change that was guided by support. Symptoms included no reported changes in blood glucose. Outcomes included resolution of the alert with continued therapy after supply replacement and no need for medical care. Investigation included troubleshooting and education with the user. Investigation of this case revealed an insulin delivery occlusion consistent with a supply-related obstruction that cleared after replacing the infusion set and related supplies. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable supply or set-related occlusion.